Event description:
The customer alleged that the head section was raised, it was raising about ten degrees to far and the head was not lowering all the way down electrically or by using the CPR release. There was no allegation of patient or caregiver injury or death reported from this alleged incident. This incident was captured under hillrom complaint ref (B)(4).

Manufacturer narrative:
Upon inspection, it was determined that the metal arm for the gas spring in the frame of the bed was not in the proper position. Per the hillrom service manual the advanta¿ 2 should be subject to an effective maintenance program. This will help make sure of a long, operative life for the advanta¿ 2 bed. The preventative maintenance will help to reduce downtime due to excessive wear failures. An annual service of the bed is advised in order to maintain its characteristics and performance. Examine the handles, cables, and CPR mechanism on the head motor. Make sure the screws are installed and fully tightened.raise the head section to the high position, then activate one of the CPR releases. Make sure the head section lowers. Adjust the CPR cable as necessary. Do the same test on the other side of the bed. Release the CPR handles and make sure the mechanism locks correctly by operating the head up control for a few seconds. The head section should rise. Replace the head section motor as necessary. The gas spring will be replaced with a metal arm to resolve¿based on this information; no further action is required.